Manufacturer narrative:
(B)(4). The mvp-9q was implanted in the patient and will not be returned for evaluation. The event cause could not be determined from the reported information.

Event description:
Medtronic received report that a mvp-9q migrated after detachment. The mvp was intended to be placed in the proximal section of the splenic artery for a vessel embolization. The blood flow rate was high (normal for the splenic artery). The mvp was prepared as per IFU. The intended implantation location was a straight segment of the vessel. The vessel was reportedly 7-8mm in diameter. The mvp was unsheathed and appeared to be completely open. The device was detached approximately 30 seconds after placement. Immediately after detachment, the mvp migrated distally almost into the hilum of the splenic artery. There were no attempts to retrieve the mvp. There was no occlusion of flow so coils were placed to complete the embolization. There have not been any reports of patient symptoms. The patient is not expected to need additional treatment. The patient is currently stable.